Event description:
Customer reported receiving an alarm for the cartridge while using the pump, and this issue was confirmed through the pump's history. There was no reported impact on the customer's blood glucose level. As a corrective measure, technical support recommended replacing the pump. The customer did not disclose information about their backup therapy choice.